Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the product condition. The customer reported the cannula was folded and not inserted into the infusion site. This condition would interrupt insulin delivery and contribute to hyperglycemia if it occurred. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported his blood glucose reached higher than 250 mg/dl less than 4 hrs after the pod was activated. The pod was removed and he noticed the cannula was "folded."